Event description:
Boston scientific received information that this pacemaker implanted nine years triggered end of life (eol) earlier than expected. Four months ago, the device was noted to have two years remaining longevity; however, during a recent follow-up, the device was already at eol. Boston scientific technical services (ts) discussed the factors that could affect the battery status indicators and noted that it was likely the device exhibited normal battery depletion based on implant time. Ts also advised that the most appropriate action is to return the device after replacement for analysis. The field representative further clarified that there was no allegation of premature battery depletion (pbd) and that a device replacement has been scheduled. Additional information received indicates that the device was already replaced and was not available for return. The pacemaker was out of service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device will not be returned per additional information received indicating that the device was not retrieved by the field representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.